Event description:
It was reported that there was possible premature battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was no capture on the atrial lead. It was noted that rv (right ventricular) outputs were programmed to 5v since implant. The device was explanted and replaced, but the atrial lead was left in use as the patient was over 90% atrial sensed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: 694758, implantable tachy lead, (B)(6) 2010. (B)(4). Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.